Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device interrogation. Upon interrogation, the right atrial lead exhibited noise resulting in noise reversion episodes. All other measurements were stable. The device was reprogrammed. Patient was asymptomatic and stable before, during, and after the interrogation.